Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse could not reproduce the reported issue and could not verify the error in the system logs. The energy shield monitor (esm) was proactively replaced. An intuitive surgical, inc. (Isi) product has been received for failure analysis evaluation. However, the failure analysis investigation has not been completed at the time of this report.

Event description:
It was reported that during a da vinci-assisted surgical procedure that the energy cord led on the energy shield monitor (esm) turned yellow, and the monopolar energy could not be used. Replacing the energy cords and restarting both the esm and the system did not resolve the issue. Due to this, the user decided to convert the single port procedure to laparoscopic. There were no reports of patient injury.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The energyshield monitor (esm) assembly was received for failure analysis. The reported issue was neither confirmed nor replicated. Upon visual inspection no issues were found. The unit was installed onto a test system and functioned as expected. The monopolar cable was plugged in multiple times with no issues. All leds were seen on and functional. The unit was also left to idle for about 2 hours however no faults or errors were triggered.